Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that none of the leds light up and the unit has low o2.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control panel was disconnected from the pc board causing the led lights not to illuminate, which confirmed the original complaint issue. Additionally, the manifold hoses were leaking and the sieve beds were saturated causing a 3/4 alarm (low o2).

Event description:
The dealer states that none of the leds light up and the unit has low o2.